Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's right ventricular (rv) lead had noise. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.